Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been having a lot of issues with the balloon not inflating on their bard temporary pacing electrode catheters. They would say they had at least 14 faulty catheters.

Event description:
It was reported that they have been having a lot of issues with the balloon not inflating on their bard temporary pacing electrode catheters. They would say they had at least 14 faulty catheters.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with two different labels and lot numbers), used temporary pacing electrode catheter. Visual inspection of the sample noted using (returned) syringe inflated balloon with 1.5cc air without difficulty. Allowed to rest with no leaks evident. It is unknown which lot returned with product. The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. A DHR was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.